Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2009 and an obturator sling was implanted. The patient sought treatment for recurrent urinary tract infections in (B)(6) 2011 and a cystoscopy showed mesh in the urethra. At that time, a removal procedure was attempted but not completed due to the mesh being close to the bladder neck. The patient underwent another removal procedure where a portion of tape within the urethral lumen was excised.